Event description:
It was reported, that the patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited noise, that was oversensed, by the device. And led to an inappropriate automatic mode switch. The lead was explanted and replaced. The patient was in stable condition.